Event description:
It was reported that device could be interrogated successfully prior to implant, but was unable to re-establish a telemetry session during implant. Device was not implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of communication anomaly could not be reproduced in the laboratory. The device was tested on the bench and using automated electrical testing system. The device met all test specifications and no anomaly was observed.